Manufacturer narrative:
Unit passed displacement test. However unit alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty fsr (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer stated that they received alarm after battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.